Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a cryogenic ablation and then recorded shock impedance values of zero. Doing a vector breakdown, various vectors exhibited normal numbers but one of them showed the zero value. Electromagnetic interference (emi) was suspected. While on the phone, the caller reported that the impedance went to normal values. The field representative commented there was a grounding pad. The ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a cryogenic ablation and then recorded shock impedance values of zero. Doing a vector breakdown, various vectors exhibited normal numbers but one of them showed the zero value. Electromagnetic interference (emi) was suspected. While on the phone, the caller reported that the impedance went to normal values. The field representative commented there was a grounding pad. The ICD was returned without additional allegations as it was explanted due to therapy upgrade for a cardiac resynchronization therapy defibrillator. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.